Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Corrections: device lot number ¿ corrected from 16783714 to 16753734. Device expiration date - corrected from 03/03/2015 to 02/19/2015. Device manufactured date - corrected from 03/03/2014 to 02/19/2014. (B)(4).

Event description:
It was reported that shaft separation occurred. The 75% stenosed lesion was located in a moderately tortuous and moderately calcified proximal of left anterior descending artery (lad). During the percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. During the second intravascular ultrasound (ivus), a separation was noted at the clear connection part of the middle shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that shaft separation occurred. The 75% stenosed lesion was located in a moderately tortuous and moderately calcified proximal of left anterior descending artery (lad). During the percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. During the second intravascular ultrasound (ivus), a separation was noted at the clear connection part of the middle shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. After device analysis, it was revealed that the imaging window assembly was missing from the device when it was received. No image appeared in the system due to electrical open at proximal. The imaging core was found broken off from the rotatory assembly¿s connector shaft. The imaging core was still within the telescope section of the device. Imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that shaft separation occurred. The 75% stenosed lesion was located in a moderately tortuous and moderately calcified proximal of left anterior descending artery (lad). During the percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. During the second intravascular ultrasound (ivus), a separation was noted at the clear connection part of the middle shaft. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.